Manufacturer narrative:
Programmer model 37743, serial #(B)(4); lead model 3777-45, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; lead model 3777-45, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown.

Event description:
It was reported that the patient experienced little or no stimulation with acute pain in the lower back. The stimulator had been turned off for two weeks and when turned back on, she could not feel the stimulation. No falls or trauma were reported over these two weeks. Subsequently, impedance checks revealed readings that were low, out of range values for electrode pairs 9, 10 , and 13 and readings of >40000 ohms for multiple electrode pairs. Electrodes 1, 3, 6 and 7 were within normal range. Additional information has been requested, but was not available as of the date of this report.